Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Investigation / results product evaluation: six unknown biomet screws were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the per form. The reported devices were located on tooth sites 33-34, 43-44 (fdi) and the length of time used was 2 years and 11 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: ¿precautions¿ ¿breakage¿ ¿warning per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot for the unknown biomet screws was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review could not be performed for the unknown biomet screw as the item and lot number were both unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown biomet screws).. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported screw fracture. Placement date of screws: (B)(6) 2016.